Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer issue was not duplicated, however, during visual inspection, a detached downstream occlusion (dso) seal was identified. The dso seal was replaced. Further inspection identified a defective dso sensor. The sensor was also replaced. The device then passed all tests after the repairs.

Event description:
The customer returned the product for the board fault is not turning on, during device evaluation, a detached downstream occlusion (dso) seal was identified. There was no patient involvement.